Event description:
The device distributor reported that the pump would not occlude and had a constant "battery low" alarm. There was no patient involved. Zyno medical llc has requested but has not received any information to determine if the issue was identified at end user facility or at the distributor service site.

Manufacturer narrative:
Evaluation of the returned device involved in this report by a zyno representative indicated that the device is in need of repair and re-calibration. The pump was repaired, re-calibrated and tested per specifications.